Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, wear abrasion, crease fold, and observed 40 mm dark patch edge material inside gel device. Weight measurement of the device identified device was underweight. Microscopic analysis was performed which identified broken sharp crease, stress marks, and non-penetrating nick. Based on the device analysis the final assessment was a broken sharp crease on anterior due to fold flaw opening.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.